Event description:
Information was received regarding a cadd administration set. It was reported that there was a leak from the filter that could only be seen when the pump is pumping. The patient noticed because it dropped on his pants. He returned to have his pump remade. There was patient, or clinician injury associated with this occurrence. No further details provided at this time.